Manufacturer narrative:
Operator of device and date of event are unknown. No information has been provided to date. Device evaluation: one device was returned from the customer for investigation. Visual inspection discovered cracks in the tank cover. Filled the tank with water, attached temperature check, plugged in the line cord, turned on the power switch, and performed functional tests. Unable to replicate the reported product fault. It was noted that the disposable the customer was using could have been the source of the problem as no problems were detected during the investigation. The device only alarmed when it should, did not leak, and the disposable fit snugly on the device. Replaced the tank cover, interlock block, micro switch, block assembly, and reflux plug. Performed preventative maintenance (pm). A manufacturing device history report (DHR) review was not performed because the device is beyond a year from its manufacture date and there was no indication of a manufacturing defect during the investigation. A service history review identified this device was in for service previously for unrelated failures.

Event description:
It was reported that the disposable would not fit securely and alarming. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.